Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 65 mg/dl, with confusion. The patient had no other health conditions or medications that may have contributed to this event, and received no unusual treatments. During troubleshooting, customer support found that the basal history does not match active basal program. Cs advised the patient to discontinue pump use. This complaint is being reported because the basal history issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: testing was unable to confirm or duplicate the complaint of inaccurate basal delivery/basal history inaccurate during this investigation. Review of the pump tdd history indicates the pump was not until (B)(6) 2015; no data in dl/pump history for the date the issue began. A review of basal/tdd history basal adds up correctly to the basal segment programmed by the user. Investigation notes: accuracy testing performed on the pump; test passed with no delivery defects found. The pump was run on a 24 period of 2u per/hour; the pump history indicates the correct delivery of 48u. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.